Manufacturer narrative:
Product event summary #a proximal portion was received measuring 20 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant product: 7232cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from the manufacturer representative with little information. Information identified in the manufacturer¿s paperwork indicated the patient died approximately 8 years post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.